Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Analysis of the media provided shows error code 219 being displayed, confirming the reported allegation. However, the cause that contributed to the reported allegation could not be determined due to the lack of product returned. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). A review of the rezum hazard analysis was completed and confirmed that the event of device displays frequency error was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that, during the procedure after sedation of the patient, the first attempt generated error code 219 (delivery device frequency error). After the device was withdrawn and reconnected, the error persisted despite repeated attempts. A new catheter was then used; however, error code 235 (low temperature (prime)) was displayed and subsequent attempts remained unsuccessful, resulting in the procedure not being completed and requiring rescheduling. Two sets of devices were reported to have been used on the same patient. There were no patient complications. This report is for the delivery device which caused error code 219 and resulted in the procedure being cancelled/rescheduled with a patient under anesthesia.

Event description:
It was reported that, during the procedure after sedation of the patient, the first attempt generated error code 219 (delivery device frequency error). After the device was withdrawn and reconnected, the error persisted despite repeated attempts. A new catheter was then used; however, error code 235 (low temperature (prime)) was displayed and subsequent attempts remained unsuccessful, resulting in the procedure not being completed and requiring rescheduling. Two sets of devices were reported to have been used on the same patient. There were no patient complications. This report is for the delivery device which caused error code 219 and resulted in the procedure being cancelled/rescheduled with a patient under anesthesia.